Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The device is not expected to be returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones. The device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.